Manufacturer narrative:
(B) (4). The ge service rep could not verify the symptom. The batteries were suspect because of age. He ordered and replaced batteries, and verified proper operation of system.

Event description:
The customer reported the system had a generator error message and the unit cuts off. No patient injury was reported.